Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump has been giving her more insulin then she should be taking. Troubleshooting was performed. The customer stated that the device would not deliver all the insulin that she programs, and the boluses do not appear in the bolus history. The caller stated that this issue has been happening since several months ago. The customer mentioned that she went to the hospital a few times because her blood glucose did not rise above 100mg/dl. Reviewed the bolus history and found only two boluses the day of call. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.